Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that the onetouch ultra link meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The reporter reported a result of 580 mg/dl on the patient's meter and 200 mg/dl on another meter performed within 30 minutes of each other. The readings were taken the same day at an unknown time. The difference between these results falls outside the expected value of <=30%. The reporter said, the patient did not take any action regarding management of diabetes due to the issue. The reporter said that the patient experienced symptoms of sweatiness and that his hands were clammy on the same day 19 at 6 am. The reporter said that the patient received treatment from ambulance staff at the time he had symptoms but did not say what. The reported noted that a comparison was done with the ambulance's meter with the ultra link meter reading 96 mg/dl and the ambulance reading 40 mg/dl. The difference between these results falls outside the expected value of <=30 mg/dl as well. The patient administers insulin through an insulin pump. It was determined during the troubleshooting telephone call the patient's testing steps were correct. The test strips were in good condition. The user did not have control solution to test the meter. Although specific details of the incident are unknown this complaint is being reported because the reporter alleged the meter read inaccurately high and the patient experienced symptoms indicative of hypoglycemia requiring treatment from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.